Manufacturer narrative:
B3/d10: the event occurred on 11aug2025 and again on an unspecified date in november 2025. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the minicap transfer set and non-vantive catheter. This occurred during use of the devices for peritoneal dialysis therapy. The patient felt moisture around the transfer set at a later date. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.